Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Device is an instrument and is not implanted/explanted. Reporter is company representative; no information is available for facility. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) aiming arm would not align properly with the nail intraoperatively during the procedure on (B)(6) 2018. The procedure was completed successfully. Surgical delay is unknown. Patient status is unknown. Two aiming arms were included in the pfna kit. It was unclear which malfunctioned so both devices will be evaluated. Concomitant devices: pfna nail (part# unknown, lot# unknown, qty 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that 6 weeks after the surgery, during a regular follow up the fracture showed good healing progress and union, but in x-ray the distal locking screw was observed outside the locking hole. According to the physician no further complications were reported and no additional interventions are planned/required. Concomitant device reported: unknown guides/sleeves/aiming: surelock (part # unknown, lot # unknown, quantity unknown). This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was performed for part number: 03.010.407, synthes lot number: 8370236: release to warehouse date: 18.apr.2013, manufacturing site: bettlach: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. The complained part was forwarded to the manufacturing plant for evaluation. Summary of the manufacturing evaluation: as the complaint condition mentions a ¿misalignment¿ in the instrument in question, thus the approach from the manufacturing site depuy-synthes (bettlach) and complaint handling unit (zuchwil) was decided to focus this investigation in the function. Therefore, a functional test was performed through a go/no go gage -as described in the table above- and the instrument has passed its function according to the gage specifications. Besides, during the manufacturing process of the semi-finished good product 60040404; a functional test was performed 100% after the production of the drill holes (ø15.54-h8 and ø11-h8 2x) using the gage. Therefore, any issue related to function can be excluded in this investigation as well as in the manufacturing process related to the lot in question. Based in the investigation results, this complaint is rated as not confirmed as well as not valid due to the article received has passed its functional tested as described above, besides this functional test was performed during the manufacturing process. Therefore, from the manufacturing point of view, any functional issue was excluded. As this complaint is not valid therefore the review of the specific prm and pra line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. B5: corrected concomitant device. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is 3/14/2018.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.